Event description:
Caller reported damage to a tandem mobi charging pad. There was no adverse impact to the customer's blood glucose level. Technical support arranged for the damaged charging supplies to be replaced with a delivery timeline of two days.